Manufacturer narrative:
The exams in question, were determined to have originated outside of the pacs system. The pacs administrator was provided detailed instructions for editing the patient properties to remove the incorrect placer/filler number that is generating an incorrect report on the zero download ambassador. No further investigation of this issue will be performed.

Manufacturer narrative:
Merge unity pacs has functionality that when enabled and configured, allows referring physicians to view exams from outside the network via the zero download ambassador (zda). Merge technical support investigated the customers allegation. It was determined that a single patient had 2 exams entered into the system under the same placer order number. Therefore, when the referring physician requested a patient's exam by entering the placer order number, an incorrect report was shown. Further investigation found indications that the exams were imported from outside of the merge unity pacs system as there was no evidence of dicom data originating in the customer's unity pacs system. Merge healthcare is continuing to further investigate the allegation from the customer to determine if any corrections or corrective actions are necessary.

Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2017 a merge unity customer (pacs administrator) alleged that a patient's exam, when viewed on the zero download ambassador (zda), shows a different exam and patient's report. Merge healthcare technical support investigated this customer's allegation and determined that this issue was seen with two different exams from the same patient. On unity pacs system, the user will get a "no reports found" message, but on the zda a report from a different patient is displayed. With the zda not functioning as expected there is a potential that a clinician may not recognize that the exam and report they requested to be displayed via the zda is for a different patient. This may lead to a delay and/or incorrect diagnosis or treatment for a patient which could lead to harm. However, the customer has not indicated that any harm has resulted due to this issue. (B)(4).